Event description:
Customer reported that the act, up and down arrow buttons on the insulin pump are working intermediately. Customer stated he disconnected to take a shower and when he put the device back on, the buttons were not responding. He tried removing the battery but keypad is not working. Customer declined to get a replacement insulin pump and stated that he will get back in contact to get a new device in a couple of month due to insurance coverage. Blood glucose value is 130 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.